Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device tamper switch does not work. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿tamper switch does not work¿ was confirmed. Pcu device was unable to power on in maintenance mode due to tamper switch not responding. Failed asm keypad test also confirmed a broken tamper switch. On 22-nov-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported problem. Internal investigation revealed a broken tamper switch after swapping with a known good one to test. Device to be returned to san diego repair center for normal processing.recommend bd san diego repair center replace broken tamper switch. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device tamper switch does not work. There was no patient involvement.